Manufacturer narrative:
B2 -date of death and date of event: corrected (estimated based on additional information that death occurred in (B)(6) 2021).

Event description:
Synergy china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina and the index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis was 26 mm long and a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilation and placement of 2.50 mm x 28 mm synergy stent system. Following this post dilation was performed with 0% residual stenosis. Two weeks and two days later, the subject was discharged on clopidogrel and aspirin. In (B)(6) 2021, the subject died and no action was taken to treat the event. The cause of death is unknown. It was further reported that the subject died in (B)(6) 2021 and not in (B)(6) 2021 as previous reported. The immediate cause of death was sudden cardiac death. It is unknown whether autopsy was performed or not.

Event description:
Synergy (B)(6) registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina and the index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) with 90% stenosis was 26 mm long and a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilation and placement of 2.50 mm x 28 mm synergy stent system. Following this post dilation was performed with 0% residual stenosis. Two weeks and two days later, the subject was discharged on clopidogrel and aspirin. In (B)(6) 2021, the subject died and no action was taken to treat the event. The cause of death is unknown.